Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted a sheath via the femoral artery. Md could not advance the iab through the sheath and as a result, the iab with the sheath was removed as one unit. Another iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.